Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 18.05 mui/ml. The repeat results were 10000 mui/ml with a data flag, 17946 mui/ml with a 1:100 dilution and 16737 mui/ml with a 1:100 dilution. The result of 16737 mui/ml was reported outside the lab. The patient was not adversely affected. The reagent lot number was 175253. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).